Event description:
Procedure type: esophagectomy. According to the reporter: the surgeon requested to use a circular stapler ceea 21, as patient had a narrow esophagus, to perform an anastomosis. The surgeon completed a purse string suture with prolene and then introduced the anvil with a tie attached. The surgeon introduced the circular stapler with the spike retracted down. The spike was removed when correct position was managed. When the end to end was brought together, the surgeon fired the stapler. When the surgeon tried to remove the whole staple unit, it would not come out freely. The surgeon waited and tried to manipulate the stapler away from the anastomosis, but it still could not be removed. The surgeon released the stapler from the anvil. The anvil remained in the esophagus while the surgeon examined the stapler. After careful consideration the surgeon suggested that the staples had fired but the blade had not cut the tissue. The surgeon then incised the anastomosis with a blade to remove the anvil from the esophagus. The anastomosis was over sewn with...

Manufacturer narrative:
(B)(4).